Event description:
A pump was reported as not charging and displaying a malfunction code. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, and the pump began charging successfully after using the recommended charging equipment. The malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared. The customer acknowledged and understood these instructions.